Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm. However, the balloon ruptured upon second inflation at 8atm and was removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.